Event description:
Treatment of an aneurysm. It was reported that after the pipeline was deployed, a balloon was used to achieve full wall apposition.no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).